Event description:
It was reported to philips by a customer that the unit was getting sensor failure message. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The rse asked the customer to view the device¿s error logs and the customer found error code 110d (proximal pressure sensor range error). The customer stated that this error occurred on (B)(6) 2022 and has not repeated. The rse advised the customer that cycling the power must have reset the proximal pressure sensor. The rse advised the customer to hook up regular test circuit and in normal operation mode unplug the proximal pressure tube and verify if alarm comes on. The rse advised to replace tube set and verify alarm goes off, verifying the proximal pressure sensor is working properly. The biomedical engineer could not duplicate the original issue; he ran a test of the device, and the proximal pressure sensor was working correctly.